Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips are released opened. There was no consequence to the pt. The device is not being returned. Only (2) unopened sterile devices from the same lot are being returned for analysis.